Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# j0206433v, implanted: (B)(6) 2002, product type lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3487a-45, lot# j0206433v, implanted: (B)(6) 2002, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient had not used their spinal cord stimulator (scs) for a long time but the healthcare provider (hcp) didn¿t know when they stopped using their scs. The patient was in ¿a lot of pain,¿ and two weeks ago they decided to use their device again but weren¿t able to feel anything. They tried to use their scs two weeks ago and they were unable to get it to work. An hcp later reported that the patient had not been their patient in years and they were an inactive patient with their clinic. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.